Manufacturer narrative:
Approximate age of device - 3 years, 10 months and 13 days. Device evaluation: the patient remains ongoing on heartmate ii lvas and no further issues have been reported at this time. A review of the submitted system controller log file confirmed the reported pump stoppage events while the system controller was connected to external batteries. A distal-end driveline replacement was performed on (B)(6) 2018 and approximately 17.5 inches of the distal-end portion of the driveline was returned for evaluation. The returned portion of the driveline was covered in multiple layers of rescue tape. Upon removal of the rescue tape, visual inspection of driveline showed that the outer silicone jacket was twisted and torn in multiple locations. The outer silicone jacket was then removed and visual inspection found that the metal braided shielding had been completely worn down and was missing from approximately 11 inches from the metal/controller connector onwards. The majority of the metal braided shielding fell apart as soon as the bionate cover was removed, and the remainder of the metal braided shielding was then removed. Examination of the underlying wires under a microscope found damage to the green wire approximately 7.0 inches from the metal/controller connector and the wire conductor was exposed at this location. The observed wire damage appeared to be the result of repetitive flexing. The driveline was submerged in a saline solution for high-potential testing to further verify the integrity of each wire¿s insulation and no additional wire insulation breaches were identified. The root cause of the pump stoppage events that were captured in the submitted system controller log file while the system controller was connected to external batteries could not conclusively be determined through this evaluation. The heartmate ii lvas instructions for use (IFU) contains information on ¿caring for the driveline¿ and outlines indications of driveline damage, as well as how to respond to such events; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon the length of use and movement/flexing over time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was taken to the emergency room (ER) with pump stoppages. The pump appeared to exhibit a phase to phase short. Since these events occurred while the vad was connected to battery power, a recommendation was made to keep the patient immobilized until further investigation was completed. The manufacturer¿s technical service representative reviewed the submitted log file and observed percutaneous lead (driveline) fault events that had begun on (B)(6) 2018. On (B)(6) 2018 a percutaneous lead (driveline) replacement was performed. No further issues reported after the replacement. Additional information was not provided.

Manufacturer narrative:
No further information is available. The manufacturer has closed the file on this event.